Event description:
It was reported that the etco2 function failed the operational check. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the etco2 module and processor pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the etco2 function failed the operational check. There was reportedly no patient involvement.